Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The device was not in use on a patient when the reported issue occurred.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.